Event description:
When attempting to heat the oven that heats the immobilization masks used during radiation treatment, for head and neck patients, the oven was inoperable/not warming properly. The unit was taken out of service and the vendor notified. A new oven was shipped and was operational in two days. Three patients had to be rescheduled for their radiation treatments. There was no reported harm to patient or staff.======================manufacturer response for convection oven, (brand not provided) (per site reporter).======================they sent another oven to use in the mean time.